Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage inside the pump. They were unable to verify the battery out limit alarm due to the button error alarm. The pump had cracked case at the display window corner, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 367 mg/dl at the time of incident. The customer stated that the pump got wet and it alarmed button error and battery out limit. She stated that she was at the water park. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.